Event description:
It was reported that this patient received multiple episodes of inappropriate shocks due to t-wave oversensing while they were walking down a hill. There was discussion on changing the sensing vector for the patient. This system is still in service at this time. No adverse events were reported at this time.